Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the two observed malfunctions were attributed to degradation caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the bronchofibervideoscope had a distorted image and the bending section rubber was detached. There were no reports of patient involvement.